Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017 it was reported that the device was not cutting and destroyed the graft. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Medicrea has previously repaired/evaluated meshgraft ii serial number (B)(4) once as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device required repair and the cutter, roller, side plate, handle and handle's screws were replaced. This is not a related issue. Product review of the meshgraft ii by medicrea on (B)(6), 2017 revealed that there were no issues with the device. The calibration was within specification. The device produced a passing sample. Repair of the meshgraft ii was performed by medicrea on (B)(6) 2017 which included no components being replaced. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event 'the device was not cutting and destroyed the graft' was not confirmed since during product review there were no issues with the device. The reported event was not confirmed since the device functioned as intended during product review, hence, a root cause cannot be determined. There were no other issues with the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device is not cutting and mesher destroyed skin graft.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed.

Event description:
No additional event information is available.